Event description:
It was reported that during implantable pulse generator (ipg) follow up check, the ventricular capture threshold test not running as programmed during in-clinic interrogation. The ipg remains in use. No patient complications have been reported as a result of this event.